Event description:
The patient had an unspecified lumbar/thoracic surgical procedure performed that was unrelated to the device system. Due to an infection, surgical re-exploration was performed. The intrathecal portion of the catheter was removed and the device was turned off. The proximal catheter section and pump remained implanted with a plan for replacement at a later time. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.